Event description:
It was reported that a clearlink system continu-flo solution set leaked from the first access port down from the spike/bag. This was identified during potassium chloride infusion. The access port had not been used as the mini bag of potassium chloride was set as a primary line. Approximately half of a bag of potassium chloride (100ml bag) leaked onto the floor within 30 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed which did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional tests including pressure, clear passage, simulated use, and priming tests were performed with no leaks noted. A general function test was performed and the set worked according to requirements. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.